Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began intraperitoneal treatment with vancomycin injection (1 gram in one bag and frequency not reported) and intraperitoneal imipenem injection (500 milligram per bag and 3 exchanges per day) for peritonitis. The action taken with dianeal and extraneal therapies were not reported. At the time of this report, the patient had not recovered, was not doing well and the fluid was slightly clear. No additional information is available.